Event description:
It was reported that a patient's wound (11x6cm) became necrotic 6 days into treatment with a pico device. The patient reportedly suffered a lot of pain and the wound was checked after 6 days when discolouration was noted around the dressing.